Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented for a follow-up, multiple episodes of non-sustained oversensing were detected. Externalized conductors were also observed through an x-ray exam. No intervention to resolve the issue has been recommended yet. The patient condition is stable.